Manufacturer narrative:
Additional info: further information was provided and reported there are no plans to exchange the lens now. The patient will be trying on prescription glasses to see if that will help with the photophobia. The patient is also getting further testing for possible neurological issues. Serial number was requested, however, information is not available. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Date of event: exact date unknown/not provided. Only provided as post implant (B)(6) 2020. Brand name: unknown, as the serial number was not provided. Only symfony provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: exact date unknown, provided as (B)(6) timeframe. If explanted; give date: not applicable, there is no indication the lens has been explanted. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient is extremely light sensitive post implant of a symfony intraocular lens (iol) in january. Patient has been somewhat light sensitive his whole life and after the implantation of the lens he is more sensitive to light than ever. The surgeon is considering explant of lens and replacing it with monofocal iol. No additional information was provided. Patient had bilateral lens implants. This report captures the lens implanted in patients left eye.